Event description:
It was reported that pt underwent total hip arthroplasty in 2006. On 08/15/08, the pt, after a "sudden movement" (not specified), contacted the hospital and the ceramic head was found to have fractured. Pt was revised approx five months later, where the fractured 28mm ceramic head, and the 28mm liner were replaced with a 36mm liner and a 36mm metal head.

Manufacturer narrative:
The user facility is outside of the u.s no medwatch report was received. No user facility info is available. Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Fractured component has been forwarded to supplier for evaluation. A follow up report will be forwarded to the FDA upon completion of evaluation.